Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose at is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported loss of leg pulse could not be determined. However, a likely contributing cause for loss of pulse in the leg is low or lack of blood flow. This can occur when a posterior wall suture placement has taken place. The proglide instruction for use (IFU) provides the user with steps by which a posterior suture placement can be avoided. It is not clear whether the IFU requirements were adhered to. Based on the information received, there does not appear to be any indication of an issue with the quality of the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned.

Event description:
It was reported that a physician, trained in the use of the perclose at device, attempted arteriotomy closure of the common femoral artery, 5mm in diameter, after an interventional procedure. Reportedly, after suture deployment, the sutures were not retrieved. The device was rewired and removed. A second at device was deployed. The patient lost leg pulse and was taken to surgery. Although asked, it was not reported what caused the leg pulse loss. There was no adverse patient sequela. No additional information is available.